Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/14/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received a detached needle, one needle suture piece, and a suture outside its packaging that pertain to product code 8523h. This product code is double-armed. In order to evaluate the conditions of the returned sample, it was observed the detached needle was broken at the swage area and a part of the needle was noted to be attached to a suture piece. In addition, the needle suture piece was examined and no issues related to pull off - suture needle were noted during the evaluation. These samples will be shipped to hsa for further analysis due to the needle breakage. The product received for analysis was identified as product code 8523h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04396, & 2210968-2023-04397.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture breaks at needle/thread attachment . There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 6/17/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Unknown was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Please provide the lot number: plj676. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Unknown. The following additional information was received: procedure: unknown. When did the even occur (pre-op/intra-op/post-op)? Intra op. Was there any patient consequence? No. What action was taken to resolve the issue? New suture was taken from the box. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 15 minutes. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-04396, and 2210968-2023-04397.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/14/2023. H6 component code: pending evaluation of returned device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received for product code 8523h, lot plj676, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04396 & 2210968-2023-04397.